Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 400 mg/dl, and blood glucose was 334 mg/dl at the time of call. The customer states having trouble with the reservoir and cannula and also have air in the tubing. Troubleshooting was performed for high blood glucose. The customer stated that they were using cold insulin. The insulin pump will not be returned for analysis.